Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and found a cut in the sample line tubing from the t-fitting to the mix chamber. This tubing was replaced to resolve the leak and residual blood under the mix chamber was cleaned up. The instrument was verified and validated. (B)(4).

Event description:
The customer reported a leak of bloody fluid of approximately 1 ml in volume from a coulter lh 780 hematology analyzer onto the counter top. The customer was advised to place the instrument into shutdown mode until serviced. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face shield and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.